Event description:
It was reported that the lower lift handle will not lock causing the chair to be unstable when lifted. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.